Event description:
It was reported that, the implants were implanted by another surgeon. Date of original surgery is unknown. The hip stem, c-taper head and the surrounding cement were removed and replaced with implants by another manufacturer. The acetabular insert was removed from the psl shell and replaced with a 2041c-3250. The explants, operative reports and x-rays are not available. Additional information: "the revision was done due to a loose femoral stem from osteolysis."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The explants, operative reports and x-rays are not available at this time. If device or additional information becomes available, it will be submitted in a supplemental report.